Event description:
It was reported that a 46-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 550cc and experienced bilateral ptosis and rupture on the right side post-operatively, which was discovered during explantation on (B)(6), 2023. The patient underwent removal and replacement with similar devices. This report is for the left breast prosthesis. See manufacturer report number 1645337-2023-10208 for contralateral side.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).